Event description:
A fifty nine year old male patient with a history of coronary artery disease and diabetes mellitus received an impella cp device for acute myocardial infarction¿related cardiogenic shock. Prior to device placement, the patient was supported with three inotropic medications and mechanical ventilation, consistent with severe illness corresponding to society for cardiovascular angiography and interventions stage e shock. Following impella insertion, the patient¿s hemodynamics showed slight improvement within one day. The next day, continuous renal replacement therapy was initiated, and two days later the patient was escalated to an impella 5.5 device. Percutaneous coronary intervention was performed on the fifth day. On the thirteenth day of support, the patient¿s hemoglobin had been gradually decreasing, and one unit of packed red blood cells was administered; mild oozing was noted at multiple invasive sites, with no evidence of hemolysis. After approximately one month of total support, the impella device was successfully removed due to recovery of native heart function. H&h assumed to mean hemoglobin and hematocrit. Blood given. Oozing throughout, not just impella.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Added: d10. Corrected: d1, d4 (serial). Renal failure: the cause of the injury was not determined due to insufficient clinical details.